Event description:
The reporter stated that the clock time on the device was too fast by 36 minutes.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.